Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 and a cartridge alarm 24 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Customer's blood glucose level was 78 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.